Manufacturer narrative:
One device was returned for evaluation. Visual and functional inspection were performed. Not able to power up the electronics when turning on the demand switch was confirmed. Swapped out the battery holder, and now able to power up the electronic alarms. The root cause is a faulty battery holder. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer (g3) has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed in accordance with 21 cfr 803.56.

Event description:
It was reported that the pneupac ventilator would not alarm and the light indicators would not turn on. There was unknown patient involvement and unknown patient harm/adverse event reported.